Manufacturer narrative:
The patient's pre-procedure medications included: aspirin, statins, other lipid lowering drugs and beta-blockers. The patient's intra-procedure medications included: aspirin, clopidogrel and heparin. The patient's post-procedure medications included: aspirin, clopidogrel, statins, other lipid lowering drugs, ace inhibitors and beta-blockers. This ous cypher select plus sirolimus-eluting coronary stent is distributed outside the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted upon 30 days of receipt.

Event description:
The patient was initially enrolled in the study in 2007 with 1-vessel disease. The main indication for the intervention was stable angina pectoris. It was noted that approx 5 months post index procedure the patient discontinued taking clopidogrel because of financial reasons. Approx ten months post index procedure the patient developed angina. Coronary angiography was done and it showed 80%, ostial restenosis (proximal). The patient was treated with a cutting balloon and a 3.0 x 32mm taxus stent. The first lesion was in the proximal right coronary artery. It was type b2, native de novo, ostial, smooth, readily accessible and eccentric. The lesion had a reference vessel diameter of 3mm and a lesion length of 25mm. Pre-procedure diameter stenosis was 80%. The lesion was pre-dilated with a 2.5 x 20mm balloon at 12 atm. A 3.0 x 28mm cypher select plus stent was electively implanted at 12 atm with satisfactory results. The stent was not post-dilated. Post-procedure diameter stenosis was 0%. The second lesion was in the mid right coronary artery. It was type b1, native, de novo, smooth, readily accessible and eccentric. The lesion had a reference vessel diameter of 3mm and a lesion length of 12mm results. The stent was not post-dilated. Post-procedure diameter stenosis was 0%. Pre-procedure diameter stenosis was 70%. A 3.0 x 18mm cypher select plus stent was electively implanted at 12 atm with satisfactory results. The stent was not post-dilated. Post-procedure diameter stenosis was 0%.